Event description:
Patient experienced an increase in seizures. The doctor believes that magnet stimulation is not working. It was noted that they tried swiping the magnet and it did not register on the programmer. Magnet mode diagnostics were not performed. No other relevant information has been received to date.